Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020]. Suction channel: unspecified microbes (44 cfu). Instrument channel: unspecified microbes (7 cfu). [Second time; (B)(6) 2020]. Suction channel: unspecified microbes (>50 cfu). Instrument channel: unspecified microbes (>50 cfu). Balloon channel: unspecified microbes (9 cfu). [Third time; (B)(6) 2020]. Suction channel: unspecified microbes (>50 cfu). Instrument channel: unspecified microbes (18 cfu). Balloon channel: unspecified microbes (23 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg. (Oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, instrument channel, suction channel and balloon channel of the device. In the evaluation of oekg the following was confirmed, the adhesive of the bending section rubber had been peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.